Event description:
It was further reported that the target lesion was 20mm long. The target lesion was treated with predilatation and 0% residual stenosis after stent placement. 147 days after initial procedure, the pt was admitted for cardiac catheterization to evaluate recurrent symptoms of exertional retrosternal chest pain associated with shortness of breath. Right coronary angiography on that day revealed the status of the rca (by ivus). No info was given regarding the status of the previously placed mid rca stent. The mid rca was treated with balloon angioplasty and placement of a 3.0x24mm taxus stent. Final angiography showed the stented segment to be widely patent. The pt was discharged on continued aspirin and plavix therapy.

Event description:
Clinical study. It was reported that 147 days after a coronary artery drug eluting stenting procedure the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 90% stenosed portion of the mid right coronary arery (mid rca). The dr treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. One hundred fourty seven days after the index procedure, the pt required a tvr. The dr successfully placed a taxus express2 stent of unk size in the mid rca. The pt was discharged the next day. In the opinion of the dr the relationship of the tvr to the taxus stent is unk and there was no restenois of the taxus stent.